Manufacturer narrative:
Zimmer biomet complaint number (B)(4). The following fields have been updated: date of this report. Describe event or problem. Date received by manufacturer. Type of report. Type of reportable event. Follow up type. Device evaluated by manufacturer. Adverse event problem. Additional narrative: one osseotite® tapered certain® implant 4 x 11.5mm (xifnt411) was returned for investigation. Visual evaluation of the as returned product identified damaged hex and platform being worn out. Implant external threads were somewhat damaged as well, most likely from removal process. Dried blood present on the external threads. Device history record (DHR) review was completed for the subject lot number 2019010973. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review by lot number (2019010973) was performed for similar event using keyword category functional: damaged drive feature and no complaint about nonconforming products was identified. Therefore, based on the available information, device malfunction did occur and the reported event was confirmed.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
Doctor reported that implant's head at tooth site 35 was damaged and crown could not be screwed. Another implant was placed.